Manufacturer narrative:
Stryker evaluated the customers device and was unable to verify or duplicate the reported issue. No issue was found with device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device pads did not work. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.